Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was approximately 280 mg/dl and was addressed with a corrective bolus via the pump. No troubleshooting was performed as occlusion occurred in the past. Reportedly, the customer changed supplies and successfully resumed insulin delivery. At the time of the report, the customer reported bg levels came down and the occlusion alarm did not recur.